Event description:
I had a surgery at (B)(6) medical center in (B)(6). I realized in the middle of my surgery that I got scammed by the doctors. Not only did I get scammed, but the product failed. I had to listen to the doctor save my life. After my surgery they didn't tell me about the product failure, or about the blood loss. They sent me home as if nothing happened however, I was awake during the failure. I just couldn't get my eyes open, I woke up a few times during my surgery. The perclose proglide made by abbott vascular inc is a dangerous product that gets stuck and allows people to hemorrhage for a long period of time. I need the FDA to see the photos of my body so you can understand. I bled and bled while listening to the doctor screaming about how the bleeding wouldn't stop. My surgery report is a lie. I was on the table for 5.5 hours for something that should have only taken 90 minutes. I need the FDA to step in and do something about the doctors and the product because people are going to die.